Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09489. The pt is implanted with three percutaneous leads of different configurations. It was reported the pt experienced a surge on her chest when she attempted to have a cold beverage. It was determined this could be due to positional changes. The physician would like to reposition the lead as it has allegedly migrated. It is unk which lead has migrated. Surgical intervention is pending to address the issue.